Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced dizziness, chest pain, nausea, sweating, shaking, and loss of balance. The cgm reading was 11.5 mmol/l, but no fingerstick was taken at that moment. Emergency medical services (ems) was called by her daughter, and when a fingerstick was taken by the paramedics the blood glucose reading was 20.0 mmol/l. The patient was brought to the hospital where they were treated with 10 units of insulin via injection or pump. After treatment the blood glucose reading was 12 mmol/l. Diagnostic testing included a cardiac evaluation, stress test, and MRI. The patient was advised to take two baby aspirin daily for three days. The patient was discharged after 2 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.